Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy electrode pad" messages) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the electrode belt had an open pulse wire in the cable connecting ECG "a" and "b" to the front therapy electrode. There was also an open between ECG "a" and the front therapy electrode (te). The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported recieving "check therapy electrode pad" messages.